Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift was noticed. It was reported by the caller that there was a map shift. This was noticed during ablation. The caller stated that the patient had not moved. The caller also reports that the patch metal values are within working limits and there are no errors displayed on the carto 3 system. The caller also stated that the geometry was correct but the "octaray didn't quite collect it correctly". The caller was advised to isolate the indifferent electrode cable but the physician declined. Check the patches and all were solid. Change the patient interface unit (piu) to the smartablate generator and also change the catheter cable, then catheter. Start a new study and reboot piu and ws with a new study. Additional information received indicated it was noticed when remapping the left atrium. The veins were in an entirely different spot than the first initial map. We then pulled out to the right atrium and drew the cavotricuspid ishmus (cti) on intracardiac echocardiography (ice), this was also in an entirely different spot than the first drawing at the beginning of the case. They described some images as image one had both lines are of the same cti. Image two had the gray old map and the colored new map showing the vein shift. Third shows the difference in catheter location (esophagus) without being touched or moved. The map shift was off by at least 15mm. No cardio versions were preformed, no metal added, the flouro tube was not moved. Nothing that would normally cause a shift occurred. The carto never alerted to any errors and did not suggest re-initialization.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift was noticed. It was reported by the caller that there was a map shift. This was noticed during ablation. The caller stated that the patient had not moved. The caller also reports that the patch metal values are within working limits and there are no errors displayed on the carto 3 system. The caller also stated that the geometry was correct but the "octaray didn't quite collect it correctly". The caller was advised to isolate the indifferent electrode cable but the physician declined. Check the patches and all were solid. Change the patient interface unit (piu) to the smartablate generator and also change the catheter cable, then catheter. Start a new study and reboot piu and ws with a new study. Device evaluation details: an investigation was initiated by the device manufacturer for the reported map shift issue. It was found that the reported map shift was a result of patient movement during the procedure. Additionally, the patch unit was replaced as part of troubleshooting of the map shift issue and not suspected to be related to patch unit. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #34205 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #34205, and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: electrical problem identified (c02) / investigation conclusions: appropriate term/code not available (d17) / component code: hub (g02021) were selected as related to the patch unit that was replaced. Investigation findings: no device problem found (c19) / investigation conclusions: cause traced to user (d11) / component code: part/component/sub-assembly term not applicable (g07001) were selected as related to the customer's reported map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).